Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected and occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: the black box showed no evidence of a cs 128 alarm however a voltage drop was observed. The pump powered with the returned battery cap. The current draws were within specifications. The ¿battery life¿ was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture contamination on the underside of the battery cap. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump. The battery compartment was found to be cracked in the thread area and below the grip pad. The audio bolus button cover was torn in the center but still responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.